Manufacturer narrative:
Through follow-up the customer provided additional details. This current report is to provide this information. The customer first reported the explant to johnson and johnson personnel on the day of the explant (B)(6) 2025. The operative eye is the left eye. The doctor stated this is an "iol malfunction". The customer confirmed there was no patient injury. And the suspect product was discarded therefore it will not be returned. Section a2 age or date of birth: (B)(6) 1960. Section a3b, gender: the customer said ¿female¿. Section d6b, if explanted, give date: (B)(6) 2025. Section h6- health effect - impact code: 4629 used to capture the explant procedure. Section h6-type of investigation: code 4115 to indicate the suspect product was discarded. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6b, if explanted, give date: not applicable. The lens remains implanted. Therefore, it was not explanted. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - impact code: 4625 used to capture the surgical intervention/maneuver required to unstick the lens. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) had super sticky haptics and were hard to come apart. When the iol came out the surgeon reported that the lens jumped out, it bumped the iris and caused a little bit of bleeding in the eye which he eventually achieved hemostasis and the bleeding stopped. The lens unfolded correctly after the haptics were pulled apart. Unsure if the haptics were stuck to each other or the optic. No further information was provided.